Manufacturer narrative:
Medtronic notifies you of this event upon becoming aware of it, even though the event may have occurred prior to that date. Please be informed that this information is collected via one hospital clinical service (this is not a clinical study). Medtronic is not the owner of the data, and does not have access to information that the site has not entered into the one hospital clinical service database.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one day following the implant of this vlv evolutfx-34 valve, an electrocardiogram was performed and showed atrial fibrillation. The patient was discharged to home on the third post-operative day. Approximately two and a half months following the valve implant procedure, at a routine follow-up appointment, moderate paravalvular leak was noted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected data: h6. And additional codes. These codes were inadvertently omitted from the initial medwatch report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.